Manufacturer narrative:
The returned device was evaluated and the device was received undeployed. The needle cap was still attached to the device upon return. The needle mechanism deployed fully upon removal of the needle cap. The device completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of causing the early deployment of the needle. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been priming a pod the needle deployed early. The pod was not worn.